Event description:
It was reported through litigation process that approximately sometime later post port placement procedure, the patient allegedly experienced fibrin sheath formation in the port catheter. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record reviewed. The medical record alleges that the patient underwent unknown port replacement procedure for the treatment of sickle cell disease. The intraoperative findings showed encrusted port catheter with fibrin sheath. Disruption with dilation and angioplasty. Replacement through existing access. The port was replaced and new port has been implanted. As the submitted medical record review alleged the port with fibrin sheath. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Hence the investigation remains inconclusive for the reported device malfunction. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.